Event description:
It was reported that there was a failure to capture and sense. The lead was explanted and system was upgraded. No patient complications have been reported as a result of this event.